Event description:
Ventricular high capture threshold alert (B)(6) 2023. Programmed output 5v at 1 ms. Cannot confirm capture or recommended safety margin. Ventricular lead impedance warning triggered on (B)(6) 2023. Current impedance measurement =2,266 ohms see care alert/lead trend for change in measurement. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).